Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 168 mg/dl. Customer stated they had tried all the remedies. Customer was declined to continue troubleshooting. Customer stated that event was resolved by changing complete set. Customer stated that they check the status of insulin flow block issue and it so far working fine the insulin pump will not be returned for analysis.